Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as known patient effects of coronary scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, two esprit btk scaffolds (sizes 3.75x38, and 3.0x28 mm) were implanted in the distal left anterior tibial artery. On (B)(6) 2025, the patient was seen for a 30 day follow up visit with complaints of left foot pain. Both scaffolds were occluded. The patient has had numerous revascularizations that have quickly failed. Left femoral-tibial bypass surgery was performed on (B)(6) 2025, using the ipsilateral, reversed great saphenous vein as the graft. The patient had a strong palpable pulse in the outflow artery and multiphasic doppler tones, including in the dorsalis pedis of the foot. No additional information was provided.